Event description:
The patient experienced an episode of sustained hyperglycemia around (B)(6) 2025, which required hospitalization. At the time medical attention was sought, the patient was wearing a pod; however, the pod was removed at the hospital after it was alleged by the patient to not be functioning properly. The patient further alleged that the pump stopped working shortly before becoming unwell. The patient presented with markedly elevated glucose levels exceeding 700 mg/dl, accompanied by weakness and slurred speech. The diagnosis at the time of hospitalization was sustained hyperglycemia. Treatment provided by medical professionals included insulin administration and continuation of the patient¿s routine medications for hypertension and gastrointestinal conditions. The patient was hospitalized from december 25, 2025, through december 30, 2025. Information regarding length-of-stay details, the discharge process, duration of pod use, and specific glucose readings prior to hospitalization was unavailable, as the pod had been removed and retained by the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.